Manufacturer narrative:
This report is being submitted to correct [list all applicable fields b1, b2, h1 captured under the initial report 1220648-2026-04837. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. D4 revised.

Event description:
A (B)(6) year old male presented with acute chest pain and was diagnosed with myocardial infarction. An intra-aortic balloon pump was placed and a percutaneous coronary intervention carried out. As the patient continued to deteriorate, the balloon pump was upgraded to an impella cp. A first attempt to prime a new purge casssette failed and the cassette had to be replaced. During early support, the patient developed hematuria that led to a discontinuation of systemic anticoagulation. Due to the patient's age, decision was made to avoid further escalation of care and the patient expired after 7 days of support. Death will be conservatively coded to the impella cp while primarily related to the underlying disease.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pd-generic: the cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.